Event description:
A patient was skin tested in the right forearm on 3/13/1997 with negative results. She received her first treatment with two formulations of collagen on 4/10/97 into the nasolabial folds and glabella. On 5/1/97, the patient developed red and painful edema at all test and treatment sites. The physician diagnosed a hypersensitivity and prescribed topical elocon cream and oral hismanal.

Manufacturer narrative:
Per follow up report returned by physician, the previously reported symptoms were resolved as of 6 apr 1998.